Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the iabp unit was not fully inserted in the cart, making it a rescue unit. The stm also observed that the helium tank was full but not in the open position. Unrelated to the reported issue, the stm removed and replaced the safety disk due to being over the cycles specified by the factory. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak in the system. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.